Event description:
It was reported that the system displayed a "keyboard error", which caused the operator to reboot the system. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the keypad. The system operates as intended.